Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 1:10. The lead was also removed from service during the procedure due to noise and a shocking impedance measurement of 178 ohms.